Event description:
The customer reported the system displayed a communications fail error message. A communication fail error message will likely result in a system lockup, no boot or shut down situation depending on when the loss of communication occurred. There was no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. Two operating systems were replaced. The system was then found to be operating as intended.